Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing a leaky infusion set. No further info was provided. No physiological effects were reported. Further attempts to reach the pt for f/u were unsuccessful. No product will be returned for eval.